Manufacturer narrative:
Prior to the revision procedure there were no allegations or indications of any issues with the ipg or the function of the system. It is likely that while removing the ipg from the pocket and handling during the cleanout process, the device sustained handling damage that caused impedance errors. There are no reports of any events leading up to the dehiscence of the surgical site and no reports of any signs of infection being present at the site. Poor healing is a known inherent risk of surgical procedures and the information available does not allow for any further conclusions as to the presence of any additional contributing factors.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the suprascapular nerve. On (B)(6) 2026 the ipg incision site was found to be dehiscing, allowing the leads to be visible and protrude through the opening. The physician was concerned that leaving the site open would be risk for infection and recommended cleaning and re-closure of the site. On (B)(6) 2026 a surgical procedure was performed in which the ipg was removed from the pocket location and the site was cleaned. When preparing to re-insert the ipg, the system was tested and returned impedance errors on 6 of the 8 contacts, across both leads. Troubleshooting was unable to resolve the impedance issues. The patient did not have insurance approval for ipg replacement at that time. The malfunctioning ipg was removed, leaving the leads in place, and the site was closed. The intention is to obtain approval for implant of a new ipg.